Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that, the dental implant was removed during its installation surgery in intraoral region #30; because no primary stability was achieved. The patient presented insufficient bone type iii and bone graft was executed. There is no information about implant replacement.